Event description:
A cartridge alarm was reported during the load process, causing the blood glucose level to display "high," but the specific value was unknown. There was no adverse impact to the customer's blood glucose level. The customer addressed the high blood glucose with a correction bolus via the pump, and tandem technical support arranged to send a replacement pump with updated software while advising on backup insulin therapy. The customer was instructed on how to store and return the faulty pump and required a signature for delivery of the new pump.